Event description:
After an implantation period of 71 months, it was reported that the associated device could not be interrogated. In (B)(6) 2017, a remaining battery capacity of 21 % with 3.7 v had been confirmed. Following first analysis results of the ICD, arc-over-marks on the device were observed, and it was decided to include this rv lead in the complaint. The lead was reconnected to the new device and remains implanted.

Manufacturer narrative:
The lead was not returned for analysis. The report therefore refers only to the analysis results of the ICD. After its was received, the ICD was first visually inspected. The abrasion and sparkover traces were found on the ICD housing. The dot-shaped spot of locally molten titanium indicates a sparkover during a shock delivery between the housing and the high-voltage conductor of the lead. Matching the clinical observation, the ICD could not be interrogated. Therefore, the housing of the ICD was opened in a next step, and the battery voltage, as well as the total resistance of the electronic module was measured directly. The measurements showed that the battery was discharged and that the electronic module showed a low-ohm instance that, in context with the observed sparkover traces on the ICD housing, is most probably the result of damage to the module due to a shock delivery into an external low-ohmic shock path. Possible clinical complications that could lead to an external short-circuit are, among others, the twiddler syndrome, the subclavian crush syndrome, or other damages to the lead insulation that can result in a low-ohmic contact of the high-voltage conductors. A possibly damaged insulation of the lead in the pocket area should therefore be considered. The damage to the module then led to a permanently increased current uptake and, consequently, to a discharge of the battery. Due to the discharged battery, the ICD could no longer be interrogated. The manufacturing process of the ICD and the lead were reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. A performed standard final electrical test of the ICD documented proper device behavior. In summary, the analysis of the ICD showed damage to the electronic module due to a shock delivery into an external low-ohmic shock path. There was no material defect or manufacturing error.